Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated occlusion alerts with a reported blood glucose of 228 mg/dl on an ilet using an inset infusion set; initial troubleshooting included disconnecting from the body, priming until drops were observed, and resuming delivery, but the alert recurred and was resolved only after a full supply change. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included restoration of insulin delivery after supply replacement without need for medical intervention. Investigation included guided troubleshooting, priming verification, and education. Investigation of this case revealed an infusion set occlusion related to the insulin delivery pathway that persisted until the set was replaced, consistent with known infusion set occlusion behavior. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion resolved by supply change.